Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 176 mg/dl. Customer is reporting a past event. Customer stated a little plastic part of the reservoir chipped out and it was down by the piston. Customer reported the event was resolved by changing complete set. Customer does not have product in question to return. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 494 mg/dl. Customer stated that the blood glucose come down that afternoon.